Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint - patient fell and fractured pelvis. Doi (B)(6) 2010 dor 12/3/10 (right hip). Update - 12/07/2011 - litigation papers received and indicate patient is deceased. On or about after implant and continuing to her passing, patient suffered potential cobalt and/or chromium poisoning, constant pain, numerous doctors visits, revision surgery, anxiety, fear, death and other economic and emotional damages. Patient never regained stability in her right hip. Patient fell and suffered a brain hemorrhage. Patient passed away on (B)(6) 2011. There is no new product information that would change the outcome of the investigation. Update rec'd 3/28/2013- ppd and medical. Records received. After review of the medical records for MDR reportability, the revision operative note indicated the cup had slipped, acetabular wall fracture had occurred, and dislocation/instability. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 11/5/2014. Dob added.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Additional narrative: examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be reopened as necessary.